Manufacturer narrative:
Previous instance of the patient's driveline infection was reported under MFR report # 916596-2023-01299. Manufacturer's investigation conclusion a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief had been severed approximately 0.5¿ from its hardware and was returned engaged to the graft attachment hardware. The remainder of the bend relief material was not returned. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6) inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured a decrease in pump flow on 18feb2023 which was consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. Mlp-017688 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was upgraded on the transplant list due to ongoing driveline infection. The patient was transplanted and discharged on antibiotics to treat the driveline infection.